Event description:
The customer had reported a failure code 550 with this pump. Biomedical engineering staff had stated that no injury was involved with the pump. Although attempts were made, no additional information was obtained regarding the medication involved, the pump programming information, specific patient information, tubing product code or lot number.